Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 5mg/ml morphine at an unknown dose via an implantable infusion pump for an unknown indication for use. It was reported that at a refill on (B)(6) 2017 a volume discrepancy of 3.7mls was noted. The patient experienced no signs of withdrawal or decrease in effectiveness of therapy. A catheter revision was planned at that time tentatively for (B)(6) 2017. A catheter dye study was attempted on (B)(6) 2017 and the hcp was unable to aspirate from the catheter access port. It was noted that the issue was not resolved at the time of the report. The patient's status at the time of the report was noted to be "alive-no injury." No further complications were anticipated/reported.